Manufacturer narrative:
Evaluation: method: the device history and sterilization records were reviewed. Results: review of the device history record found a nonconformance; however, the nonconformance was identified as a cosmetic issue and did not affect product integrity or product functionality and was approved for use. The DHR anomaly is not related to the alleged device failure. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the pt's medical history and is unable to form and opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt was implanted with an ipg and two surgical leads on (B)(6) 2007. It was reported that the pt is without stimulation and unable to increase the amplitude for any of her three therapy programs. The pt had reportedly experienced this issue previously and reprogramming was undertaken to recapture effective stimulation. This report is being submitted as a precautionary measure as similarly reported events have led to the explant of the lead.